Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 15-feb-2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation the root cause of the foreign material residue could not be identified. There is no deviation from the instruction manual in the reprocessing procedure at the foreign material residue area and there is not any physical damage at the foreign material residue area. This event can be detected and prevented according to the following ifus. Cleaning method is described in the reprocessing manual, chapter 5 reprocessing the endoscope (and related reprocessing accessories).¿ chapter 5 item 5 clean the external surfaces¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the following malfunctions. Worn angle wire caused bending angle in up direction and the play of the u/d (up, down) knob, to not meet the standard value. The u/d (up, down) knob was scratched. The angle wire was stretched. A-rubber (bending section) was chipped. Clogged nozzle caused water removal ability to not meet the standard value. The fe (forceps elevator) knob was scratched. The fe (forceps elevator) lever was scratched and worn which caused the u/d (up, down) knob to not be securely locked. C-cover (distal end cover) was scratched. The connecting tube was scratched. The insertion tube was pinched and deformed. The sc (suction cover) unit was scratched. The r/l (right, left) knob was scratched. The switchbox was scratched. The sw2 (switch) was scratched. The s-connector (scope connector) was scratched. The universal cord was scratched. The control unit was discolored and scratched. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope objective lens had foreign objects. There was no patient involved.